Manufacturer narrative:
Hill-rom technical support suggested to check the side rail switches. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Run the head section to the full upper and lower limits to ensure proper function of the limit switches. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in a regular patient care room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).